Event description:
User experiencing precision issues with one ise unit involving 6 pt samples. The following pt example was provided: initial sodium gave 128; repeat gave 140 mmol per l. User stated no erroneous results were reported.

Manufacturer narrative:
The field service representative determined the cause to be a problem with the sodium electrode. Customer replaced the electrode prior to field service visit, and reports no further issues since electrode replacement. The field service representative performed a precision study, and ran calibration and controls to verify analyzer performance.